Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. Reportedly, the patient experienced weight loss. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was relocated and lowered. Reportedly, therapy was restored postoperatively.